Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The device was reprogrammed and remains in use. The right ventricular lead was also noted to have high pace/sense impedance. The lead parameters at a check were apparently stable. The lead remains in use. No further patient complications have been reported as a result of this event.